Event description:
It was reported that the pump experienced a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to inspect and clean the pump's components and attempt to reload the cartridge but was unable to do so due to lack of a spare cartridge. Technical support advised the customer to call back once another cartridge was available to continue troubleshooting. The case was eventually closed as the follow-up date passed without further contact.